Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tips of both suture needle are breaking easily.

Event description:
According to the reporter, during amputation of toes- heel debridement, upon suturing of vessels, the tips of both suture and needle are breaking easily. The nurse opened another suture from the same batch but suture broke again when suturing. Another 3-0 suture with different batch number was obtained with no complaint. There was no patient injury.

Manufacturer narrative:
Additional information: a2, a3, b5, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted an opened foil pouch. A needle could be seen with a length of suture attached. From the image, it appeared as if the tip of the needle had broken off. The suture visible in the image appeared to be intact. As no sealed samples were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.